Event description:
It was reported that the qrs complex was double counted resulting in oversensing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.